Event description:
(B)(4).

Manufacturer narrative:
The prismaflex control unit was not inspected after the reported event and data card files from the unit were not provided. The prismaflex control unit is not able to detect access/return disconnection (or partial disconnection) events under all flow/ pressure conditions. Such limitations are well known and not limited to the prismaflex control unit. The current design of the prismaflex control unit follows best industry practice. The prismaflex control unit features two independent algorithms for return pressure monitoring in order to detect potentially hazardous situations related to access/return line disconnections. Furthermore, warnings are included in the prismaflex control unit labeling (operator's manual), stressing the possibility of access/return disconnections, and pointing out suitable precautions. There is no data to reasonably suggest that the prismaflex control unit malfunctioned in the reported event.